Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported pericardial effusion, and the relationship to the product, if any, cannot be determined. The additional treatment was due to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is conservatively filed as a pericardial effusion occurred, unknown if device related. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4. One mitraclip was successfully implanted, reducing the mr to grade 2. Following, a pericardial effusion was observed, unknown if device related. A pericardiocentesis was performed, removing 250-300 mls of blood. The event resolved without adverse patient sequela. No additional information was provided regarding this issue.